Event description:
The customer reports that the device fails the discharge test during opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device fails the discharge test during opcheck. There was no reported pt involvement. Philips repair bench evaluated the device and confirmed the complaint. The therapy pca was replaced to resolve the complaint. The device passed all performance assurance tests and was sent back to the customer for use. We will consider this a malfunction of the power pca that caused the device to fail the discharge test during opcheck.